Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient experienced a backup battery fault alarm on (B)(6) 2024. The patient presented to the hospital on (B)(6) 2024 and received a new emergency backup battery (ebb), however, the alarms did not resolve. The system controller was then exchanged, and the alarms resolved. A review of the log files confirmed the backup battery faults occurred due to a failed ebb load test.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a backup battery fault alarm was confirmed via log file analysis; however, the alarm was not reproduced during testing of either returned backup battery or the returned system controller. The log files contained approximately 3 days of relevant data (B)(6) 2024 as per timestamp). A backup battery fault alarm activated at 01:55:30 on (B)(6) 2024 because the backup battery did not pass its load test, due to the loaded voltage being under the acceptable threshold when compared to the unloaded voltage. The alarm briefly resolved when the backup battery was reseated but reoccurred within seconds. The driveline was disconnected at 12:55:14 on (B)(6) 2024 to exchange the controller. The backup battery fault alarm did not affect the controller¿s ability to operate the pump at its set speed. The returned system controller (serial number (B)(6) passed functional testing and successfully operated on a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. Multiple load tests were initiated during testing and a fault was not reproduced. The system controller operated for an extended period of time during testing, afterward the log file was reviewed and there were no events captured where the load test did not pass. The root cause of the reported event could not be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records for the heartmate 3 system controller (serial number: (B)(6) were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. G) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. G) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and auditory), including backup battery fault alarms and the actions to take if the alarm cannot be resolved. Heartmate 3 instructions for use (rev. G) section 5 ¿ ¿surgical procedures¿, explains how to install the backup battery in the system controller. Additionally, section 2 ¿ ¿system operations¿, explains how to properly replace the backup battery. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.